Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Zimmer biomet surgical has previously repaired/evaluated skin graft mesher (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2011 where it was reported that the handle was not ratcheting and the roller, damaged comb and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformance's, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The right hand side of the comb was slightly bent. There was minor wear noted to the roller gear and significant galling to the roller shaft extension. The ratchet handle appeared to ratchet normally. The ratchet handle would not engage the roller shaft extension. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the poor engagement of the ratchet handle and roller shaft extension. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the damaged roller, comb and ratchet gear. Skin graft mesher, (B)(4) was then tested and functioned properly. The reported event was confirmed since during the initial inspection it was noted that the ratchet handle would not engage with the roller shaft extension. While during the initial inspection it was noted that the ratchet handle would not engage with the roller shaft extension, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the handle was not engaging properly. The part for the attachment lever handle was bent so it was unable to be attached to the lever properly and when it was put on it would get stuck and was very difficult to remove. This also caused problems with the gears and the mesher board would not properly move through when meshing. This was discovered during surgery. No adverse events were reported as a result of this malfunction. Investigation results revealed that right hand side of the comb was slightly bent.